Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device guide tube unit had corrosion. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause could not be identified. However, based on the results of the investigation, the cause of the hole at the distal end could not be determined. In addition, the charge-coupled device guide tube unit had corrosion due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had hole at the distal end. The issue was found during a reprocessing. There were no reports of patient involvement.